Manufacturer narrative:
Additional/corrected information.

Event description:
It was reported that on (B)(6) 2017 the patient died from the ruptured aorta.

Manufacturer narrative:
(B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) associated with the procedure include: (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: surgical conversion. Additionally, the IFU specifies, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with five gore® excluder® aaa endoprostheses. At the conclusion of the procedure during final angioplasty of the proximal end of the trunk ipsilateral leg component with a qxmédical q50® plus stent graft balloon catheter (q50-65p), a rupture of the aorta at the level of the lowest renal artery just above the graft was reported. An an aortic extender was placed in an attempt to seal the rupture but good seal was not achieved. The patient was converted to open repair and a patch was sewn in and attached to the trunk ipsilateral component. Two additional aortic extenders were then used to seal over the anastomotic suture lines. All devices were left implanted in the patient. It was reported that the patient¿s proximal aorta was highly calcified and that ballooning had been somewhat aggressive.

Event description:
It was reported that on (B)(6) 2017 from the ruptured aorta.